Event description:
Medtronic received information regarding a navigation system. It was reported that the system screen went blank prior to tracing during registration. The site rebooted the system and were able to proceed with registration. There was a 5 minute surgical delay and no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the rep was only able to log in as admin and not as user. The ssd os was recently upgraded to 2.0. It was suspected to be a corrupt ssd. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was performed. There was a corefile generated where coredump was pointing to a function. The issue was consistent with a known software issue. If information is provided in the future, a supplemental report will be issued.